Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported on (B)(6) patient came into hospital not feeling well. His potassium was low and he collapsed in the hospital. Pacer and rv lead were not capturing. A temp pacer was placed and patient was admitted. Rep interrogated device and found it only set to 2.5v outputs. Thresholds were intermittently higher and it was observed that when lying flat the patient thresholds would rise and not capture. Physician believes lead is dislodged. Patient had a fall a while back, which may be the cause of dislodgement. Impedances are 460 ohms and unchanged. Physician will monitor the patient and the lead for now.